Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, 4mmx2mm amplatzer piccolo duct occluder was selected for implant using a 4f amplatzer piccolo delivery system. The patient anatomy was described as straightforward, with femoral access and femoral vein insertion achieved without difficulty. Both delivery sheaths were inspected prior to use and were not found to be kinked or obstructed, and the devices were properly flushed and prepared in accordance with the instructions for use (IFU). During the procedure, multiple attempts were made by two implanters to advance the occluder from the loader into the delivery system; however, the device would not advance. The issue was specifically noted during the attempt to advance the 4mm x 2mm piccolo occluder from the loader into the sheath. There was no harm to the patient, and the patient remained hemodynamically stable throughout the procedure. It was initially suspected that the issue may have been caused by a hemostatic seal that had become dislodged within the tuohy-borst valve of the delivery system, potentially obstructing advancement. As a result, a second 4f amplatzer piccolo delivery system was opened. Upon use of the second system, repeated attempts by the two implanters again failed to advance the occluder from the loader into the delivery system, with no patient harm reported. The team attempted to use a co-pilot to facilitate advancement; however, this did not resolve the issue. During further inspection, a gap was observed between the loader and the delivery system in both setups, which appeared to allow the device to partially open or expand prior to reaching the hub of the delivery system. Additionally, the tip of the loader was noted to be fish-mouthed. No allegations were identified related to device performance or device sizing. It was noted that 4 mm x 2 mm amplatzer piccolo duct 11037290) was deformed, and the device was replaced with a new one (4mm x 2mm amplatzer piccolo duct occluder, part: 9-pdap-04-02-l, lot: 11201172).